Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 24 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.